Event description:
A patient reported she had been fine since they put it in, but on the day of the call she had been leaking. The patient did not feel stimulation and therapy was on. The patient was on program 2 at 2.1 volts. There was no recent medical procedures and electromagnetic inference (emi) that could be related to the issue. There were no trauma or falls that could be related to the event. The patient increased stimulation to 2.4 volts on program 2 and felt stimulation in the correct area. The patient noted the symptoms were sudden in onset. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.